Event description:
Prior to surgery and during initial set-up, rn informed writer of cassette not being able to fit into unit. This was the second cassette opened for this procedcure that was not accepted by the unit. A third pack was opened. Procedure set-up continued with no delay in surgery nor any adverse effect on pt.